Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was not giving correct readings. Customer reported that sensor gave high blood glucose when blood glucose was low or gave low blood glucose when blood glucose was not low. Customer reported that sensor gave a blood glucose of 250 mg/dl but blood glucose was actually 400 mg/dl. Customer reported that each time sensor was removed, it was found that cannula was bent. Customer declined troubleshooting for weak signal. Sensors would be replaced and customer would monitor sensor.